Event description:
It was reported that there appears to have been non physiologic noise and oversensing on the atrial lead. The sensitivity was increased and the sensing assurance was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.